Event description:
It was reported that before use of the bd vacutainer® sst¿ ii advance plus blood collection tubes the tubes were bent. Foreign complaint the following information was provided by the initial reporter, translated from french to english: issue with lot 8256967: bent tubes which lead to a failure on our plc.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for bowed tube with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to bowed tube was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for bowed tubing with the incident lot was observed. Additionally, evaluation/testing of the retain samples was conducted and bowed tubing was not observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text: see h.10.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® sst¿ ii advance plus blood collection tubes the tubes were bent. Foreign complaint the following information was provided by the initial reporter: issue with lot 8256967: bent tubes which lead to a failure on our plc.